Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: two photos were provided; picture one shows two white reloads inside of a plastic bag. The reloads can be seen fully fired. Over the reloads, a transparent tape can be seen with a blue and a black particle. The second picture shows a closer view of the tape with the two particles. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, a blue foreign matter was found on the lung soon after the pve35a was used on the target tissue. A nurse thought the foreign matter was a part of the vasecr35. The surgeons thought it is possible that the piece was a coating of an electric knife. No pieces were left inside the patient. Another device was used to complete the case. Other devices which were used in the procedure were a ligasure maryland and an electric knife of the covedien (its holder is blue). There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number ==> r5749f. Investigation summary ==> the analysis results showed that one vasecr35 cartridge reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as no damaged was noted on the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.